Event description:
It was reported that the lead was explanted for an unknown reason, returned to the manufacturer, analyzed, and tested out of specification. Follow up was conducted for additional information, without success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The outer insulation exhibited breached and cosmetic environmental stress cracking (esc). The outer insulation was also melted, breached cut, and exhibited a cosmetic depression. The defib conductor was distorted, stretched, and blood/body fluid was present (not obstructed), and the proximal conductor was also stretched. Blood was found in/on the helix/lobe mechanism.